Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient revised 6 weeks post implant. 2-year stanmore limb salvage registry report indicates that 2 total knees were revised. Additionally noted: "both due to periprosthetic fractures, one 2 weeks post surgery and the other 6 weeks post surgery."

Manufacturer narrative:
This MDR is a duplicate of MFR# 3004105610-2021-00050. If needed, any further reporting will be conducted via MFR# 3004105610-2021-00050.

Event description:
This pi is for the patient revised 6 weeks post implant. 2-year stanmore limb salvage registry report indicates that 2 total knees were revised. Additionally noted: "both due to periprosthetic fractures, one 2 weeks post surgery and the other 6 weeks post surgery" update: "additional information was provided by the sales rep. Whilst preforming a complaint history review for each pi¿s, it was found that each lot/ batch was previously reported for the same failure mode, and the patient details are exactly the same for each record. Lastly both were reported from the same healthcare facility."